Event description:
The patient was revised due to stem fracture.

Manufacturer narrative:
Examination of the returned device by depuy international finds evidence located on the femoral stem that indicates micromotion in the cement mantle. It is not known, however, if the micromotion occur pre or post fracture. The polishing observed on the material indicates the patients fracture occurred over a period of time. The loosening indicated cannot be confirmed as a contributor to the stem fracture as no patient x-rays were returned for examination. It has been reported, the stem was in situ for 35 years. It is likely the fracture occurred as a result of repeated cyclic loading leading to metallic fatigue fracture. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Based on the inability to find any other reported incidents against the provided product and lot code, it is not unreasonable to conclude that there are no anomalies with regard to manufacturing, inspection, or sterilization contained in the device history records that would contribute to the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.